Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review identified similar reported events; however, these events involved devices with different lot numbers, classifying this event as isolated. A risk management review confirmed that the reported failure and/or harm was appropriately documented, and there was no evidence to suggest that the anticipated risk is inadequate. A review of the manufacturing process revealed that implants undergo inspection to ensure proper placement of the implants and actuators, with actuators required to be positioned below t1 with no gaps between them. If a device fails inspection, the part must be rejected, and a non-conformance is initiated to further investigate the issue. A device records review was performed and indicates that during the manufacturing process, a non-conformance was identified and addressed for the reported lot number, specifically covering the reported failure. The root cause was attributed to a manufacturing issue. To prevent future reoccurrence the manufacturing team conducted a training session to emphasize the importance of adhering to the step by step instructions on the manufacturing process, as documented in the non-conformance. Based on this investigation, the need for further corrective action is not indicated. H11: corrected information in h6 (investigation conclusions & component code).

Event description:
It was reported that, during an acl procedure, the t1 of the fast fix 360 curved was positioned without any problem, the t2 was placed but when the lancet was lowered, it got stuck and didn¿t allow the deployment of t2. The doctor tried 2 more times but the t2 didn¿t come down. Suture was cut to remove t1 from the patient. Surgery was completed with a back up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.